Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels; however, a specific value was not provided. Multiple attempts were made by tandem technical support to contact the customer to complete troubleshooting; however, no additional information was provided.